Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the pump stopped working and the arrow were working only the back arrow was working. It was reported that the keypad was unresponsive and also received low battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. No unexpected low battery life or low battery alert noted during testing. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.